Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found with a black particle between the plastic of the plunger and barrel. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: one loose 5ml assembled syringe was received by bd (B)(4) and reported to be from batch #7086588 (p/n 309703). The sample was visually evaluated. The syringe was found to have a dark gray particle located on the plunger rod outside the fluid path. The observed particle is larger than level 3 in size, which is a rejectable condition at bd (B)(4). The particle appeared to be silicone mixed with dust that inadvertently became attached to the plunger rod during the manufacturing process. DHR review for batch 7086588 (p/n 309703): manufacturing dates: 04/08/2017 to 04/09/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086588 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Investigation conclusion: CAPA exists to investigate fm on this machine.